Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation type and h6 component codes were updated accordingly based on the completed investigation. Hemolysis/mechanical interaction with blood: due to a lack of sufficient clinical details and no product returned, the cause of the hemolysis cannot be established. Device in wrong position: due to a lack of sufficient clinical details, the cause of the device in the wrong position cannot be established.

Event description:
Clinician narrative an impella cp was inserted via the femoral artery for hemodynamic support in a 55-year-old male who presented with acute myocardial infarction complicated by cardiogenic shock (ami-cgs), classified as scai stage e. Past medical history was not available. The patient required inotropes, vasopressors, extracorporeal membrane oxygenation (ECMO), and mechanical ventilation for respiratory support. During support with the impella cp pump, the patient developed dark amber urine and laboratory findings consistent with hemolysis. Echocardiographic evaluation identified device positioning concerns, and the pump was repositioned by the managing physician, with the device withdrawn approximately one centimeter. Despite repositioning, hemolysis persisted, and the patient¿s clinical condition required escalation of support to va ECMO. The impella cp device was subsequently removed. The patient experienced hemolysis, device repositioning, and medical device removal in association with pump support. After a comprehensive review of the event, no evidence was identified suggesting a causal relationship between the impella device and the reported event. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.